Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2026, during which the affected lead was explanted while the functioning lead was left in place to address the issue.